Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. The customer's blood glucose value was 63 mg/dl. The customer states that they were treated with food. The customer was not hospitalized due to low blood glucose. The products will be returned for analysis.